Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
MFR received date: 16 may 2019. This condition was resolved on-site by the customer biomedical technician. There was no on-site evaluation by the manufacturer. The customer biomedical technician reported that the replacement of the touch screen resolved this condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.